Manufacturer narrative:
The reported events of high lead impedance and high capture threshold were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical, visual and x-ray evaluations were normal with no anomalies found.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the right ventricular lead exhibited high capture thresholds and high pacing impedance. The physician elected to complete the procedure with a different lead. The patient was in stable condition.